Event description:
A husband reported that his wife experienced an eye infection and had a scar on her eye while using renu multiplus multi-purpose solution. According to her physician, the pt presented to his office in 2006 with a feeling like her contact lens was in her eye. The physician diagnosed her with a corneal ulcer with infiltrate. Ciloxan was prescribed at a dose of every fifteen munutes the first six hours; every thirty munutes day one; every one hour day two and every four hours until day fourteen. The pt was seen again 29 days later and her corneal ulcer had resolved. There was a peripheral scar which had no impact on vision. The pt stated that her eye felt good and back to normal. The physician additionally indicated that this event was not fungal but bacterial since the antibiotics worked. A culture was not taken. The physician reported that this event was not directly related to a specific product.

Manufacturer narrative:
Chemical testing of the returned sample shows the solution met all shelf life limits. In addition, the physician reported that this event was not directly related to a specific product. Based on all info, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the asceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.